Event description:
Event description boston scientific crm received information that this ventricular has an impedance greater than 2500 ohms. The pacemaker's daily measurements indicated a sudden increase in lead impedances in august 2006. During an invasive procedure, the lead was found completely severed with a clean sharp break. There were approximately three inches of lead still in the header of the device. The lead was explanted/replaced and returned for analysis.